Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the firing of the stapler on a laparoscopic appendectomy, the surgeon pressed the green button and handle moved forward. The surgeon was able to partially squeeze the handle with the knife bar advancing and then locking up but the surgeon was unable to squeeze the handle further which resulted in an incomplete staple line. A new handle and longer reload was opened to resect the appendix proximally to the original staple line. This event resulted to permanent tissue damage. They opened a second handle and a reload which worked fine and was able to complete the case safely.